Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated high blood glucose reading with the insulin pump and syringe. Customer stated their blood glucose reading was 400 mg/dl at night but it was 360 mg/dl on the morning. Customer also reported a damage on the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No moisture damage inside the reservoir compartment and inside the insulin pump during visual inspection. Insulin pump was received with cracked reservoir tube lip, scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.